Event description:
G-tube found out of pt. Balloon had deflated and there was a cut or tear in the tube. The g-tube was inserted in the extended care facility on 3/26/95, prior to hosp admission on 4/6/95. Pt relaltions dept became aware of problem on 5/5/95.